Event description:
The customer reported a 20 ml of clear fluid leak from under the coulter lh 750 hematology analyzer while running startup. The customer indicated that the leak was not contained. The operator was wearing personal protective equipment consisting of gloves, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer was able to isolate the leak to a disconnected tubing at the top of the sheath restrictor prior to the beckman coulter fse's (field service engineer) arrival. The customer reconnected the tubing back on the fitting to resolve the diluent leak. The fse arrived at the customer's site and confirmed the aspiration errors. The fse found that a cable was corroded which caused the diluter 3 card to intermittently enable or disable pinch valve actuator to pinch valve vl64. The fse repaired the cable and replaced the diluter 3 card as a preventive maintenance to resolve the aspiration errors issue. Failure mode of the leak is attributed to a disconnected tubing from the sheath restrictor and failure mode of the aspiration errors is attributed to a corroded cable which caused pinch valve actuator to pinch valve vl64 to malfunction. (B)(4).